Manufacturer narrative:
(B)(4). The patient at home guide instructs the use to close the transfer set when therapy is ended. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer reported that he did not close his transfer set properly, and solution has leaked out of it. The technical services representative advised the patient to contact his nurse regarding the incident. There was patient involvement, but no patient injury or medical intervention was reported.